Event description:
It was reported that when the battery was removed from the system controller, an orange diamond lit up with a beeping sound. This event was said to occur when the external batteries are exhausted up to 15 minutes. The patient was unable to interpret life-threatening situations with regard to battery management. Per the patient, no force was applied to the controller. The controller was exchanged without complication under a conscious pump stop for 2-3 seconds.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the yellow diamond illuminating after disconnecting one power cable was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6); however, this was not determined to be abnormal. The submitted and downloaded log files were first reviewed. The log files collectively contained approximately 11 days of information ((B)(6) 2024 per timestamps). It was noted that each time that one power cable was disconnected, both power cable disconnect and low power advisory alarms were observed to be active. The low power advisory alarms result in a flashing yellow diamond symbol on the user interface; this is expected behavior for a controller with software version 1.4.0. By design in this version of the software, a low power alarm activates each time that the controller detects that one power cable is disconnected. Both the power cable disconnect and low power alarms resolved when the power cables were reconnected to an external source. The driveline was disconnected at 15:51:45 on (B)(6) 2024, which is consistent with the controller being exchanged. Prior to the controller exchange, the pump maintained a speed within the expected range without issue. The returned controller passed functional testing and was able to operate a mock circulatory loop for an extended period of the time without issue. The reported event was reproduced during testing, and it was confirmed that the yellow diamond would illuminate if one power source was disconnected. The root cause of the reported event was determined to be related to the software version of the controller. In newer versions of the controller software, only a power cable disconnect alarm will activate with disconnection of a single power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. It was noted that the patient¿s implant kit was packaged with the heartmate iii instructions for use. It was also noted that the controller included with this kit (serial number: (B)(6) had software version 1.5.0. The heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ describes how all alarms will display on the system controller, including power cable disconnect and low power advisory. This section indicates that a flashing yellow diamond on the user interface is indicative of a low power advisory alarm. The prior edition of the heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ describes how all alarms will display on the system controller, including power cable disconnect and low power advisory. This section indicates that when one of the two power cables is disconnected, the yellow diamond light and power cable light will both be active. The heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. No further information was provided. The manufacturer is closing the file on this event.